Event description:
The lay user/patient contacted lifescan on july 10, 2007 and alleged that her one touch ultra2 meter was not powering on. The patient reported she was not able to test on the reported meter due to the alleged power issue (the onset of the issue is not known). In 2007, at 7:00 pm, the patient went to the emergency room since she was experiencing shakiness and was not able to test her blood glucose on the reported meter. The ER meter result was "40 mg/dl of 45 mg/dl". However, the patient reported that she was given oral medication (metformin), which does not correlate with the ER meter result. The patient's medication regimen is not known, however, she reported that following the attempted use of the meter, she did not take any actions, however, she had replaced the battery in the meter prior to going to the hospital. At the time of troubleshooting, it was verified that this was not a new product and that there was not meter trauma. The battery was checked and it was installed correctly and the patient had replaced the battery per the owner's manual. The condition of the battery contacts was also good. However, the meter did not turn on when the patient was asked to press the power button and also when asked to insert a test strip all the way into the test strip port. Therefore, the alleged power issue was not resolved with troubleshooting. This complaint is reported because the patient was not able to test on the meter due to the alleged power issue at the time she was experiencing hypoglycemic symptom. Per the patient, she was treated with oral medication at the emergency room. The alleged power issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.